Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that the battery release was contaminated, both bail covers, ring cover, both bails, ring, two case screws and ring cover screw were missing, the lead flex cover was corroded, the battery contacts were compressed and the serial number label was torn.

Event description:
It was reported that the upper and lower cases are separated at the seam. Also, there are various cracks at top and bottom of device. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.